Event description:
The event occurred on an unspecified date and involved a surplug micro clear where the customer reported that the device leaked at an unspecified location. There was unknown patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Manufacturer narrative:
A series of photos were shared by the customer, showing a CT scan from inside the clave, showing some damage in the spike, additionally a folded over stick down is noted. One used device was returned for evaluation. As received, the silicone seal was observed to be stuck inside the clave, no additional damage or anomalies were noted. No mating device was returned for evaluation. The sample was primed and a leak was noted. The microclear was dissembled and a bent spike and a damage in the seal was observed. Complaint of leaks can be confirmed. The probable cause is typical due to access with an incompatible mating device during use. The dfu states: the clave/microclave connector is compatible with luers with an internal diameter (ID) between 1.55 mm and 2.8 mm. Lot history review was conducted and no non-conformities were found that would have led to the reported condition on the complaint.

Event description:
Additional information was received stating that during administration of antibiotics after connecting a jms¿s infusion set, leakage gradually occurred at the center of surplug cl. Terumo received one actual sample for evaluation. Close inspection of the top surface of the sample confirmed tearing on the valve. After connecting a jms infusion set, received as a mating device for (B)(6), they checked if liquid flow was established under gravity. Upon removing the male connector of the jms infusion set from the actual sample, valve returning failure was confirmed. CT inspection was performed, and the result identified deformation of the internal conduit. The event occurred during infusion. Jms infusion set was the identified mating device. There was patient involvement, but no serious injury/death, no blood loss, no unprotected chemo exposure, no delay in critical therapy, no adverse operator consequences and no medical/surgical intervention were required. The device was changed out/replaced with no further problems encountered.